Event description:
It was reported that the atrial lead exhibited undersensing. The lead also exhibited noise when the patient attempted to push up from a seating position. The patient was asymptomatic. No intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
New information noted that the atrial lead was repositioned on (B)(6) 2015. The patient tolerated the procedure well and there were no complications. On (B)(6) 2016, the patient presented in clinic for follow-up complaining of feeling fatigue, occasional shortness of breath and light headedness. The atrial lead exhibited intermittent undersensing. No intervention was reported at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information noted that the right atrial lead exhibited intermittent capture and high impedance. The lead had dislodged. The lead was successfully repositioned on (B)(6) 2015. On (B)(6) 2015 remote transmission revealed undersensing on the atrial lead. The patient was brought to the clinic on (B)(6) 2015 and the lead was programmed off.

Event description:
New information indicated the lead was repositioned. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).